Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2016. The fse removed the incubator rotor and cleaned the bearings. The engineer removed the 206 sensor and cleaned it ( it was full of dust). The fse replaced the incubator. Preformed all the alignments. The troponin I (ctni) low control was running high, after investigating the fse discovered the customer was using eer clear 95% alcohol. The engineer advised the customer to use a maximum of 70% alcohol. The engineer bleached the substrate line with 15% bleach dilution, then flushed it with di water and ran 70% is opropyl alcohol. Customer ran the controls and verified the results. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the incubator.

Event description:
On (B)(6) 2016 a customer reported incubator slip error with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ctni2 and ckmb patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.